Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded a result of 0.14. The same specimen was repeated 12 minutes later and yielded a result of 0.01. Based on information available there were no injuries associated with this event. The customer feels this was an operator issue with regards to filling the cartridge. The operator is no longer working on site and they have had no further issues. The customer declines to provide any further information.

Manufacturer narrative:
(B)(4).